Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2021, the result from the meter was 2.8 inr. The laboratory result using a venous blood sample was 2.1 inr. The laboratory test was done within an hour of the meter test. The patient's surgery was rescheduled because the inr was reportedly not low enough. He was advised to skip warfarin for one day. On (B)(6) 2021, the result from the meter was 2.7 inr. The laboratory result using a venous blood sample was 1.1 inr. The laboratory test was done within an hour of the meter test. It was reported that the doctor was aiming for a 1.5 inr for the patient's surgery and was not expecting a very low inr of 1.1. The patient underwent surgery. The patient's interval for testing is once a month. The patient's therapeutic range is 2.5 - 3.5 inr.